Event description:
The customer reported that the leg extension was not removable from the uroview table. Further onsite investigation by the fse found that the leg extension was not easy to remove. There was no injury to pt or staff reported.

Manufacturer narrative:
A ge rep rep evaluated the system and replaced the leg extension and its pad. The system operates as intended.